Event description:
Additional information received reports that surgical intervention may be pending.

Event description:
It was reported that the patient's ipg was not communicating following an unrelated procedure. The ipg was not placed in surgery mode. Further intervention may be pending.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.